Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed. The customer's problem was not confirmed. The device was working as intended. Unable to determine the cause of the issue. The mainboard and power button were replaced as preventative measures.

Event description:
It was reported that the pump had intermittent power off/on. There was unknown patient involvement.